Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the forceps elevator wire was cut, the nozzle had foreign material, the bending angle in the up direction was out of standard, the up/down knob had play, the bending section rubber was scratched, the adhesive on the bending section rubber was chipped, the adhesive on the bending section rubber was cloudy white, the water removal was reduced due to clogging of the nozzle, the color ring was cracked, the protector of the universal cord on the scope connector side was damaged, the adhesive around the objective lens was cloudy white, the nozzle was deformed, the connecting tube was scratched, the connecting tube was wrinkled, the adhesive around the light guide lens was peeled, and the light guide lens was scratched.. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope had the forceps elevator wire cut off. Inspection and testing of the returned device found foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was later provided there was no time lag between the end of clinical use and the start of precleaning, the air/water nozzle was flushed with water and air, the scope was flushed with a local detergent solution. A lint-free cloths, brushes, or sponges were used to wiped/brushed, and the air/water nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: ¿chapter 3 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system". [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function [inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.